Event description:
The remote alarm was returned to the manufacturer for routine maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During evaluation of the device at the manufacturer's service center, an issue with the device not alarming properly when dc power was disconnected was observed. The pca was replaced to correct the issue.